Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient has been having issues with the ins, and it hasn¿t worked for years. The patient stated that the battery was dead and hadn¿t been on for years. The patient reported that they could ¿rarely¿ recharge the ins following implant and it went dead after a few months. The patient never turned the battery back on. It was reported that the patient has an area of skin above the implant site that looks irritated and black. It was noted that the patient uses a heating pain regularly and takes hot baths. It was reported that it appeared to be an infection. It was reported that it had started out as blistering on the skin based on images from the patient. The patient wants the device explanted. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that when the surgeon went to explant the device, the wound didn't line up with the ins pocket. It was reported that the heating pad had burned the patient and it became infected. No further complications are anticipated.